Event description:
Customer called about a sensor issue and asked about warranty/upgrade on insulin pump. Customer stated that her blood glucose was 49 mg/dl and she treated it with a juice box. Customer's current blood glucose reading is mg/dl. Customer stated that the insulin pump showed her sensor glucose at 94 mg/dl and the pump was not alarming to the difference in her readings. Customer believes that the transmitter may not working correctly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.